Event description:
It was reported that during surgery when fixed the tibia end, the screw broke.

Manufacturer narrative:
One 7x20mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. Approximately 12mm of the distal end of the screw has broken off and was not returned for examination. The screws major diameter and wall thickness was measured and found to meet print specification. With the limited clinical details provided no root cause can be determined.